Event description:
Per the customer, during a case the estimated blood loss (ebl) read 63ml. The physician questioned the low ebl. The procedure was completed successfully without a surgical delay. No medical intervention or adverse consequences were reported.